Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was provided for investigation; however, investigation of provided data cannot confirm or disconfirm the allegation or determine a probable cause. Confirmation of the complaint is undetermined and probable cause cannot be determined. O injury or medical intervention was reported.